Event description:
It was reported that when patient presented in clinic for a follow up visit, infection and an unspecified issue was observed on the device. Device was explanted. No new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.